Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that arteriotomy closure was attempted in a non-calcified scarred right common femoral artery (rcfa) using a proglilde device, after an interventional procedure. Reportedly, when the physician retracted the plunger the needles did not capture the suture. Two additional proglides were attempted with the same result. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There were no adverse patient effects, the patient did fine and was discharged that evening. A 7fr sheath was used with the closure device. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, and there was no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged. Based on the investigation findings the posterior cuff was missed and the anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. The anterior cuff tabs were damaged and bent. One of the anterior cuff tabs (approx. 0.01 by 0.01 inches square) was broken off and was not returned with the device. The plunger, needle tip and monofilament were not returned with the device. During the investigation, a proxy plunger was reinserted and the needle trajectory was acceptable. Because lab testing of the device resulted in acceptable needle trajectory, the most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. A review of the finished product lot history record did not reveal any nonconforming material record associated with this lot that would have affected the reported complaint. There does not appear to be an indication of a lot specific product quality deficiency. The needle trajectory is checked twice during the manufacture of the device to help ensure that all products perform according to specifications. In addition, a quality control audit inspection is performed to verify product quality.